Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that the patient was hospitalized for diabetic ketoacidosis three days after using a new set and cartridge. The patient stated that the cannula was bent when removing it, but she was unsure of whether she bent it upon removal or not. The patient was using pre-filled insulin cartridges. Her highest blood glucose was 350 mg/dl. The patient attempted correction boluses and injections, but they did not adjust the blood glucose level. The insulin was taken from a different source than the cartridge. During the hospitalization, the patient received intravenous fluids and insulin, which resolved the issue and the patient was discharged two days later on (B)(6) 2016. No permanent damage occurred to the patient.